Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fingerprint scanner malfunctioned and was unable to identify users. All users experienced access issues and attempted to restart the station, but the problem persisted. The system prompted for username and password as the fingerprint was not detected. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a finger scan malfunction. A field service engineer (fse) initially assisted onsite with the reported issue and performed the required updates by downloading and installing new biometric identification drivers. The fse then replaced the biometric identification scanner and verified proper functionality after installation to resolve the issue. The system functioned as intended after the field service engineer repaired the device.